Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was take to the emergency room when the heart rate was 30 and device failed to pace. Device could not be interrogated. The previous device check was about two years ago and normal battery depletion was suspected. Pacing was performed. Device was explanted and replaced. Patient¿s condition was stable and heart rate was normal post-procedure.